Event description:
Customer returned the device for evaluation and repair of a poor image issue. There is no harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there is image noise, and no image appears. This is attributed to the cut on charge couple device (ccd) cable. Due to damage on ccd unit, the image has white dots. This medwatch is being submitted for the reportable issue of image noise accompanied by no image as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is image noise, and no image appears. This is attributed to the cut on charge couple device (ccd) cable. Due to damage on ccd unit, the image has white dots. Other observations for the device: distal end rubber coating (a-rubber) adhesive has chip; and switch (sw) sw1, control unit, grip, light guide connector, video connector case, video connector, and light guide cover glass have a scratch.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, d10, g3, g6, h2, and h10. The information of the patient, including pre-existing medical conditions, of the intended procedure is unknown.

Event description:
Addendum (B)(6) 2022: the event occurred prior to use of the device in the procedure. When the device was connected for pre-use inspection, the doctor checked for the image and the poor image malfunction occurred. The intended procedure is unknown. The intended procedure was completed without any delay and no additional anesthesia for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue is likely due to a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.